Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital due to feeling symptomatic from fast sensor pacing. When the field representative manually calibrated the sensor, he noted that the patient had the same response with the minute ventilation set to a response factor of two as with a response factor of three. The field representative also noted that the patient's heart rate increases up to 90 with just deep breathing and it is a sensor driven rate. Boston scientific technical services (ts) was consulted and noted that the patient was on a telemetry monitor. Once the minute ventilation feature was programmed off, the patient's heart rate returned to its lower rate limit. However, the field representative noted that there was a stored electrogram (egm) episode showing the same thing when the patient was not attached to a monitor. A disk of the device's memory was sent in for review. Upon review of the memory, engineering found that the sensor rate of three was too aggressive for the patient and made programming suggestions. Approximately five and a half months later the patient was seen in the physician's office and the clinician noted they have to continuously turn off the minute ventilation feature due to the high rate pacing and electromagnetic interference (emi). The field representative also reprogrammed the minute ventilation response factor down to one. No adverse patient effects were reported.